Manufacturer narrative:
Complaint product or pictures are not available. In this case there was not possible to determine direct root cause of the failure.

Event description:
During use of instrument, blade adhered to tissue and upon attempted release of device, tissue was torn and significant amount of bleeding occurred.